Manufacturer narrative:
(B)(4). This report is being submitted as part of a system level review which will include an investigation of all potential fresenius products being used at the time of the event. The post market surveillance is in the process of requesting medical records and treatment data in relation to this event. The plant investigation is in process. A supplemental MDR will be submitted at the completion of this activity.

Event description:
The user facility medical records, which were provided for an unrelated event, stated that the patient experienced a cardiopulmonary arrest while undergoing a hemodialysis (hd) treatment on (B)(6) 2014. No product malfunctions occurred, identified, or alleged during the hd treatment. No other event related information was made available. The 2008k hemodialysis machine is not available for evaluation. The dialyzer and bloodline are not available for evaluation by the manufacturer as both were discarded by the user facility. No sample of the acid in use during the treatment is available for analysis.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation of the unit was performed by a fresenius regional equipment specialist (res) and no parts were returned for failure analysis. Therefore, the investigation was not able to confirm a device issue that could be associated with the reported event. An investigation of the device manufacturing records was not able to be conducted by the manufacturer as the 2008k hemodialysis (hd) machine in question was not known, therefore, the serial number was not able to be provided. However, all device history records (DHR) are reviewed and released according to the "DHR review checklist & release procedure." P/n 500658; a device is not released if it does not meet requirements or is nonconforming. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. No medical records were made available; therefore, there is no way to confirm a causal relationship between the 2008k hemodialysis (hd) machine and the patient's death. The system level review of this 2008k hemodialysis machine and the concomitant devices used during the hd treatment found no indication that a fresenius product caused or contributed to the patient event. Lot numbers of concomitant devices were not provided by the user facility. A batch production record review was performed, for the fresenius dialyzer, on all lots identified as having shipped to this account within 3 months of the occurrence date. No deviations or non-conformances were identified during the manufacturing process which could be associated with the reported event, and all lots met release criteria. No batch production record reviews were able to be performed for the naturalyte liquid acid concentrate or the fresenius bloodline as no lots were identified as having shipped to this account within 3 months of the event occurrence date. No sample of the naturalyte liquid acid concentrate was made available to the manufacturer for evaluation. None of the complaint devices were returned, and no companion samples were made available to the manufacturer for physical evaluation.